Event description:
During the post-dilatation, it was reported that two (2) powerflex pro pta catheters (12mmx6mm & 12mmx4cm) failed to close quickly, and took a very long time to deflate causing the patient to cough and choke. No treatment was provided to the patient and the balloons were able to be deflated and removed. According to the sales representative, the physician felt it could be related to the indeflator used for the procedure. The devices will be returned for analysis.

Manufacturer narrative:
This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00334. Refer to section for product return date. Review of lot 15726512 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00334 & 9616099-2014-00335. Complaint conclusion: during the post-dilatation, it was reported that two (2) powerflex pro pta catheters (12mmx6mm & 12mmx4cm) failed to close quickly, and took a very long time to deflate causing the patient to cough and choke. No treatment was provided to the patient and the balloons were able to be deflated and removed. According to the sales representative, the physician felt it could be related to the indeflator used for the procedure. One non sterile powerflexpro 12mm4cm 135 was received coiled inside a plastic bag. The balloon was received partially inflated, crystallized residues of saline solution were found in the balloon. Cross sectional analysis was performed and the inflation lumen was found obstructed by crystallized residues of saline solution. No abnormal conditions were noted in the inflation lumen that could be related to the manufacturing process. Leak test could not be completed since the balloon could not be inflated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon deflation difficulty-partial¿ was confirmed through analysis of the returned device and may be related to the crystallized residues of saline solution found in the inflation lumen. Controls are placed to prevent obstructed units from leaving the building. The contrast media and ratio used may have contributed to crystallization with the lumen. Additionally, the physician noted that the indeflator used may have contributed to the issue. Neither the DHR nor the product analysis suggest that the failure could be related to the manufacturing process, therefore no corrective actions will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00334 & 9616099-2014-00335.